Event description:
The event occurred on an unspecified date and involved a chemosafelock connecter. It was reported that leakage at a gap between a male connector and a syringe was noted. There was no report of patient harm. The distributor noted on their sample evaluation, no anomalies were observed in the product itself. No additional information was provided.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.